Event description:
The lay user/patient in the (B)(6) contacted lifescan to report the onetouch verio meter was displaying the setup mode during testing. The issue was not resolved. The patient suffered no injury due to this issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510k#: k093745.